Event description:
Following patient delivery, the umbilical cord was clamped and cut as usual. When applying the cord clamp, it was stated that they attached a transponder to the pt using the cord clamp. At change of shift assessment, a nurse noted blood oozing from the cord; therefore, a new cord clamp was attached and the bleeding stopped. No complications or injuries to the pt were reported. When the original clamp was inspected, the user facility reported that it appeared to be "slightly bowed." The user facility also indicated that the nurses were not certain if the transponder was properly aligned in the clamp. The nurses reported that they "have not had a similar experience in the year-plus facility has been using this clamp."